Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient's ((B)(6)) drg system exhibited invalid impedances and the patient was not receiving effective stimulation therapy. Intraoperative testing found the impedance issue was with the extension. The extension was explanted and replaced. Effective stimulation therapy was restored.